Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 313 mg/dl. Customer stated that her insulin pump did not give her a low reservoir alarm and the insulin was leaking out somewhere but was not going in her body. Nothing further was reported.